Event description:
It was reported that patient fell and hurt himself, had a lot of pain, was getting "bad feelings in right leg". It was stated that healthcare provider (hcp) tried shots to alleviate pain. A dye study was attempted on (B)(6) 2012; patient was taken to three different rooms and three different machines were used to try and perform dye study but they couldn't do the dye study "because the catheter was messed up". Drug delivered via the device was morphine. It was later reported that the pump was replaced due to it "dying and the catheter plugging up". It was added that the hcp left the catheter in and put a new one. Additional information has been requested; a follow-up report will be sent when it becomes available.

Event description:
It was now reported that the pump had failed in (B)(6) 2012 and was explanted.

Event description:
It was further reported that, in 2013, the patient had a catheter fail. No additional patient symptoms were reported with regard to the event. No outcome was reported regarding this event. Additional information could not be obtained at the time of the report.  Should additional information be received, a supplemental report will be filed. The pump was being used to deliver morphine at the time of the event.

Event description:
Additional information: it was reported that a catheter access port (cap) dye study was performed and the healthcare provider (hcp) was unable to aspirate the catheter. The hcp reported a 'failed pumpogram'. The patient experienced increased pain despite increased dosing. The patient was hospitalized. The patient outcome was reported as recovered without sequelae. The reporter stated that the patient was doing well after catheter revision and catheter and pump replacement.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The previously reported conclusion code 54 was removed, as it no longer applies to the pump or catheter.

Manufacturer narrative:
Catheter model: 8711, lot# j10854r32, implanted/ explanted: unk. (B)(4).

Event description:
The health care provider later clarified that there was no device issue at that time. There were no procedures or office visits in (B)(6) 2012. In june, a pump-o-gram was done and a catheter issue was found. The notes did not state what type of issue it was. A revision was done on (B)(6) 2012 and the patient did "fine." No further information was obtained.